Event description:
It was reported that right ventricular [rv] and left ventricular [lv] lead warnings were triggered. Follow up information was received and indicated that the cause of the lead warning was not determined. The rv and lv leads are being monitored and remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.